Event description:
Customer reported device read high (300-400s mg/dl). Customer increased insulin by 5 units per day. At 6:48 pm, device = 380 mg/dl. Customer took 40 units of insulin before dinner. At 7:24 pm. Device = 324 and at 8:20 pm, device = 196. Customer passed out. Customer's spouse gave the patient orange juice. No controls were used. A request was made for return product and replacement product was sent.